Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient twice dislocated left hip since index surgery by dr. (B)(6) on (B)(6) 2019 at (B)(6). Dr (B)(6) elected to perform revision surgery. The surgeon elected to remove the index acetabular cup, poly liner, and ceramic head with instrumentation and perform a revision surgery using a competitive system. The index femoral stem remained and was not removed. No instrumentation broke during surgery. There were not time delays. No components were loose. There were no suggestions that the products did not perform as expected.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.